Event description:
It was reported not being able to adjust stimulation. The pt reported the display showed a "call your doctor" icon as well as por. The manufacturer's representative was able to walk the pt through the process to reset the battery. This resolved the issue. The pt did state she had potential exposure to emi at (B) (4) and MRI as she works in a hospital environment.

Manufacturer narrative:
(B) (4).